Event description:
Reportedly, several episodes of myopotentials oversensing were observed, including 4 vf episodes with charge of the capacitors, between (B)(6) 2020 and (B)(6) 2020. The sensitivity threshold was set at 0.6mv. Preliminary analysis revealed that ventricular noise oversensing was observed since (at least) (B)(6) 2019. The observed noise most probably resulted from electromagnetic interferences (emi) at 50 hz.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, several episodes of myopotentials oversensing were observed, including 4 vf episodes with charge of the capacitors, between (B)(6) 2020 and (B)(6) 2020. The sensitivity threshold was set at 0.6mv. Preliminary analysis revealed that ventricular noise oversensing was observed since (at least) (B)(6) 2019. The observed noise most probably resulted from electromagnetic interferences (emi) at 50 hz.